Event description:
It was reported that an alarm in relation with the pump and cassette occurred during use. No patient injury reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing site address is unknown. Catalog number is unknown. Lot number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No product information has been provided to date.

Manufacturer narrative:
Other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D4: model number, expiration date, and h4 are unknown, h3 and h6 were updated.